Event description:
In 1999, pt had implantation of a dual system ICD system for treatment of dilated nonischemic cardiomyopathy. In 05/2002 pt was seen in md's office for routine visit and found to have a charge time out of 24.81 secs and 21 secs on a second charge, indicating a charge time out of the specs for the device. The pt had surgery for "automatic internal cardiac defibrillator generator change." The explanted defibrillator generator was given to medtronics rep.